Event description:
It was reported during in clinic follow up that the right ventricular lead exhibited high pacing impedance and inadequate capture. The lead was explanted and successfully replaced. The patient was stable.